Event description:
The manufacturer received information alleging a ventilator's screen was dead. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Unit cannot be tested as is due to faulty screen. The customer does not want any repairs done to the unit. Unit will be returned unrepaired.